Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two medications were allocated to the same cubie pocket. A technical support specialist (tss) examined the server and found that only one medication identification (medid) was present in both the auxiliary and main pockets. The tss emailed the customer for the medids, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket with two different medications was assigned. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.